Event description:
On (B)(6) 2012 a nurse contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately high compared to another device. The nurse told the customer care advocate (cca) that they obtained a blood glucose result of "463mg/dl" with the subject meter. The nurse claimed that within 30 minutes she obtained a blood glucose result with a surestep flexx meter that was 100 points lower than the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The nurse informed the cca that the patient insulin was increased due to the alleged issue. However, the nurse denied that the patient developed any symptoms or received any treatment as a result of the alleged issue. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject device(s).